Event description:
Customer claims the material appears to have been cut by a sharp object. The tear is located on the mattress envelope and keeps going to the left side panel. Also, some teeth on the zipper on the left side panel are missing. Customer couldn't specify the size of the hole. The pt was not inside the canopy when this was discovered.

Manufacturer narrative:
(B)(4). Cut in material. Eval results - eval of the returned product found that there is a five inch cut in the zipper tape on both the main window and the perimeter guard. There was no zipper teeth missing. (B)(4).